Manufacturer narrative:
Patient¿s weight: (B)(6). (B)(). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal dialysis effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient received unspecified treatment for the peritonitis. The patient was recovering from the event but remained hospitalized. Dianeal therapy was ongoing. No additional information is available.